Event description:
Natus algo 5 hearing screener with oae and abr capabilities was not working. Several infants were not able to be screened before discharge as required. Referrals made for outpatient testing. Biomedical staff troubleshooting and working with company to get repaired.